Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. The customer was sent a replacement pump for continued insulin therapy.